Manufacturer narrative:
(B)(4) - vegetations. Evaluation method: device discarded and will not be returned. Additional manufacturer narrative: the device history record review results will be reported once completed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information was received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' mitral valve was explanted after an implant duration of approximately 4 months. Through follow-up, it was learned that the valve was explanted due to bacterial endocarditis. It was learned that the subject bioprosthesis was originally implanted due to native mitral valve endocarditis. Operative report indicates, "in (B)(6) 2010 he underwent aortic and mitral valve replacement for endocarditis and completed a full six weeks of postoperative antibiotics. He did well and had an echo approximately two months ago that showed good valve function. However, he was subsequently admitted in fairly rapid occuring congestive heart failure...both transthoracic and transesophageal echo showed severe mitral insufficiency. There was vegetations...there was completed dehiscence of the valve away from the annulus from approximately 3 o'clock to 6 o'clock that could be consistent with infection."